Event description:
A customer contacted beckman coulter inc. To report obtaining qns (quantity not sufficient) errors while calibrating tnia2 on their access 2 ((B)(4)). The customer also stated they had generated discrepant tnia2 patient results. The customer stated the results were reported outside the laboratory. There was no impact to patient care. The customer also indicated they had passing qc and system checks.

Manufacturer narrative:
A filed service engineer (fse) was dispatched. The fse replaced the wash valve stator, rotor, seals and motor belt on the wash pump. The cause of the discrepant tnia2 patient results appears to be due to the wash pump malfunction. (B)(4).